Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via the implant patient registry that a 19mm aortic valve, implanted for three (3) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned via the implant patient registry that a 19mm aortic valve, implanted for three (3) years and four (4) months, was explanted due to stenosis caused by patient prosthetic mismatch and early structural valve degeneration. The patient presented with fatigue. The explanted device was replaced with a 23mm valve. The patient was discharged on pod #7. Per medical records: or findings indicated early structural valve degeneration due to patient prosthetic mismatch. The patient underwent explant of the 19mm valve, posterior aortic root enlargement with patch and implant of a 23mm valve. A post op cpb tee showed good biventricular function and a well-functioning valve with low gradients.

Manufacturer narrative:
H10: additional narratives updated b5, b7, and h6 per new information received patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is the reported patient prosthesis mismatch and patient factors, including hyperlipidemia. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.